Event description:
During surgery, the physician was trying to coagulate a tissue and noticed that the intuitive surgical pk dissecting forceps(electrosurgical instrument) weren't working. He noticed the pk wire from the device was loose/broken. Broken device was removed and replaced with new one. No harm was noted to patient and no parts of instrument was left inside.no injury to patient or staff.what was the original intended procedure?gyn surgery.device #1is this a laboratory device or laboratory test?no.